Manufacturer narrative:
It was reported that a patient underwent an atrial tachycardia ablation with a thermocool smarttouch sf catheter and the patient experienced a pericardial effusion that required pericardiocentesis. The patient was admitted to the critical care unit (ccu) for overnight observation. The device evaluation was completed on (B)(6)2025. The product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was that the patient anatomy seemed to have been a little different. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia ablation with a thermocool smarttouch sf catheter and the patient experienced a pericardial effusion that required pericardiocentesis. Earlier in the case, during setup, it was noticed that the smartablate tubing had bubbles in the tubing material, it was replaced to continue. Then it was reported that the patient developed a pericardial effusion during the procedure. There was no ablation, only mapping had been performed. After mapping in the right atrium with the octaray, it was determined that the tachycardia was possible from the aortic cusp. The physician used the thermocool smarttouch sf catheter from the retrograde aortic approach. The effusion was then noticed on intracardiac echocardiography (ice) catheter imaging. The patient's blood pressure remained stable. The physician performed a pericardiocentesis under flouroscopy, removing about 500 cc of fluid. The patient was admitted to the critical care unit (ccu) for overnight observation. The patient was stable at the time of the call. The physician believed the effusion occurred while using the thermocool smarttouch sf catheter; however, there were no high force readings displayed. Additional information was received. The physician¿s opinion on the cause of the adverse event was patient condition. The physician mentioned that the patient anatomy seemed to have been a little different. No errors were noted or seen during the procedure. The patient stayed overnight for observation. The patient fully recovered. The bubbles in the tubing material were assessed as non MDR reportable. The adverse event was assessed as MDR reportable under the thermocool smarttouch sf catheter.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-dec-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).